Event description:
It was reported that during a kissing stent procedure, after advancing two unspecified guide wires and after successfully advancing and deploying a 3.5 x 12 xience v rx stent in the proximal left anterior descending (lad) coronary artery and another 3.5 x 12 xience v rx in a heavily calcified lesion in the proximal circumflex (cx) coronary artery, a 3.5 x 12 nc trek rx balloon dilatation catheter (bdc) was advanced without resistance to the stent in the cx to perform routine stent post-dilatation. The trek balloon was inflated once to 14 atmospheres, then deflated. When attempting to inflate the trek a second time, the trek balloon did not inflate at all. The trek was withdrawn from the anatomy and into an unspecified catheter, without any resistance felt, and it was then noted that the shaft had separated at the rapid exchange (rx) guide wire port. The complete trek, with both pieces, was simply withdrawn from the guiding catheter. Another 3.5 x 12 trek was used to complete post-dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported failure to inflate was confirmed. The hypotube had separated 49 cm distal to the strain relief tubing. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.